Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right atrial lead could not be fixated in the heart. Several attempts to reposition the lead were not successful. The lead was not implanted and replaced successfully. The patient experienced no adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.